Event description:
Baxter reports a malfunction with a baxter 1550 hemodialysis machine. Limited info is known regarding a 1550 hemodialysis machine being transferred into the intensive care unit of a hosp and a front wheel fell out. There was no injury or medical intervention associated with this incident, per affiliate. Date of event is uncertain but was in 2001.